Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2 vicm5 13.2 implantable collamer lens of -11.00 diopter was implanted into the patient's eye on an unknown date. On an unknown date the lens was implanted and removed due to the lens flipped in the eye. A backup lens was implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.